Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump trace download analysis did not confirmed the pump alarmed pump error 25 on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and was still functioned properly. No ¿no delivery alarm¿ during testing. Thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 23-jan-2023 starting at time 01:38:00.000 during basal delivery. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Pump error 25 not confirmed. Unable to confirm high bg. Moisture damage found on electronic assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of over 411 mg/dl at the time of the event a. Customer was treated with the imanual injetion. Customer reported insulin flow block and reported pump error 25 alarm-¿this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running''. Troubleshooting was performed. It was unknown that the customer using pump within 48 hours prior to event or not.  The customer will continue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.